Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken screen. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement, there was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed. Service determined that the cause was due to a defective main display pcb (printed circuit board). The main display pcb was replaced to resolve the issue.